Manufacturer narrative:
Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr was able to duplicate the reported issue. The gas delivered engine (gde) and the user interface module (uim) were replaced. The unit was tested and run to service specifications.

Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the vent was alarming high oxygen even after changing the oxygen cell and failing the fraction of inspired oxygen (fio2) calibration. The gas delivered engine (gde) will need to be replaced. It is unknown if there was patient involvement.